Event description:
It was reported that this right ventricular (rv) lead was explanted due to screw got physically deformed, causing disconnection. This was confirmed on x-ray. A new lead was implanted. No additional adverse patient effects were reported.